Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device location of device: uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included flank pain, abdominal pain, vomiting, nausea, cholecystitis and cholelithiasis. Concomitant products included metoclopramide, morphine, nsaid's since (B)(6) 2009, ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (left salpingectomy and removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient's history is interesting in that she had tubal ligation in 2009 which was attempted essure. The left side essure was placed, but the right side could not be and this was followed by immediate bilateral tubal ligation using the falope ring applicators. Diagnostic results: hysterosalpingogram in june which revealed no tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration of essure device location of device: uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included flank pain, abdominal pain, vomiting, nausea, cholecystitis and cholelithiasis. Concomitant products included metoclopramide, morphine, nsaid's since (B)(6) 2009, ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (left salpingectomy and removal of the device). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient's history is interesting in that she had tubal ligation in 2009 which was attempted essure. The left side essure was placed, but the right side could not be and this was followed by immediate bilateral tubal ligation using the falope ring applicators. Diagnostic results: hysterosalpingogram in (B)(6) which revealed no tubal patency. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet and medical record received: reporters, essure removal date, concomitant diseases and medications and events (depression, mental anguish, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia, the plaintiff did not undergo an essure confirmation test.) Were added. The event migration of essure device location of device: uterus clubbed with previous event and coded to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (left salpingectomy and removal of the device). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration of the device/migration of essure device, location of device: uterus'). In a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "the plaintiff did not undergo an essure confirmation test". The patient's medical history included: tubal ligation. Concurrent conditions included: flank pain, abdominal pain, vomiting, nausea, cholecystitis and cholelithiasis. Concomitant products included: metoclopramide, morphine, nsaids since november 2009, ondansetron (zofran) and paracetamol (acetaminophen) since november 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), 23 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (left salpingectomy and removal of the device, dilatation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown. And the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient's history is interesting in that she had tubal ligation in 2009, which was attempted essure. The left side essure was placed, but the right side could not be and this was followed by immediate bilateral tubal ligation using the falope ring applicators. Diagnostic results: hysterosalpingogram in june, which revealed no tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration of essure device location of device: uterus') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included tubal ligation. Concurrent conditions included flank pain, abdominal pain, vomiting, nausea, cholecystitis and cholelithiasis. Concomitant products included metoclopramide, morphine, nsaids since (B)(6) 2009, ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), 23 days after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (left salpingectomy and removal of the device, dilatation and curettage). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient's history is interesting in that she had tubal ligation in 2009 which was attempted essure. The left side essure was placed, but the right side could not be and this was followed by immediate bilateral tubal ligation using the falope ring applicators. Diagnostic results: hysterosalpingogram in june which revealed no tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported events pertaining to pain and bleeding was updated to recovered/resolved. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.